Event description:
After the running 15-30 minutes, the monitor powered off and restarted automatically after 30-60 seconds without intervention by the anesthesiologist.manufacturer response (as per reporter) for monitor, physiological, infinity kappa xlt.the manufacturer replaced four of the monitors and reportedly confirmed one as hardware failure, two units as inconclusive and one report remains outstanding. The stability of the software was in question.